Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was the defective user interface assembly. Vertical bars are appearing on the lower half of the display. Technical support suggested to replace the ui under warranty and return the faulty ui to swiss for investigation.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files and pictures has been sent and analyzed by technical support. It shows the vertical bars are appearing on half of the display. According to technical support ui is defective and need to replaced under warranty. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has vertical bars appearing on half of the display. This unit condition will not allow the end user to access the device ventilation functions. The customer confirmed that there was no patient involvement from this reported event.